Event description:
It was reported that after a case a broken bur was found inside of the attachment. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device was returned. The quality investigation is complete.